Manufacturer narrative:
Based on the information, kci has determined a heat event related to the infov.a.c.¿ therapy unit occurred. Device labeling, available in print and online, states: -before preparing the infov.a.c.¿ therapy unit for use, inspect the unit for any damage or contamination. Refer to the care and cleaning chapter of the manual for more information. - ensure that the infov.a.c.¿ therapy unit and its power supply are not connected to ac power when using cleaning fluids of any nature. -kci recommends the following regarding cleaning and disinfecting kci v.a.c.® therapy devices. - to help reduce risk of infection and contact with blood and body fluids, use personal protective equipment (ppe) such as medical procedure gloves. - clean all organic material (visible soil or body secretions) from the therapy unit prior to disinfection. - use hospital-grade cleaner and disinfectants. - do not immerse or saturate the therapy unit with fluid to avoid damage to the electronics in the device. - do not use alcohol based solutions around the touchscreen edges or near gasket and power switches since alcohol solutions will easily wick up into the screen and may cause equipment malfunction. - fluids remaining on the electronic controls can cause corrosion that may cause the electronic components to fail. Component failures may cause the unit to operate erratically, possibly producing potential hazard to patient and staff. If spills do occur, unplug the unit immediately and clean with an absorbent cloth. Ensure there is no moisture in or near the power connections and power supply components before reconnecting power. If the product does not work properly, contact kci. - do not use the product while bathing/showering or when it can fall or be pulled into a tub, shower or sink. - do not reach for a product that has fallen into water. Unplug the unit immediately if plugged into electrical source. Disconnect the unit from dressing and contact kci. - avoid spilling fluids on any part of the infov.a.c.¿ therapy unit. - keep the infov.a.c.¿ therapy system away from heated surfaces.

Event description:
On apr 17 2017, the following information was reported to kci by a kci repair technician: when opening an infov.a.c.¿ therapy unit for repair inspection the therapy board started sparking and the unit caught fire. The flame was seen on the outside of the therapy board. The representative unplugged the battery and the "flame" went out. On apr 20 2017, the following information was reported to kci: there were no harm or injury to anyone at the time of the event. On apr 27 2017, kci quality engineering (qe) completed a review of service records and identified the device with cords passed qc checks and met specifications before and after placement with the last customer placement. On apr 17 2017, kci qe conducted a physical examination of the device that determined the unit had evidence of a burning event on the pcb therapy board. A visual inspection of the device found no evidence of fluid ingress in either the unit or the battery tray. The visual inspected of the battery found no evidence of any staining or corrosion of the cells or circuit board. Based on the information available, kci qe confirmed there was evidence of a heat event. Additional analysis of the pcb therapy board is pending.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; kci has determined a heat event related to the infov.a.c.¿ therapy unit occurred.

Event description:
On jul 21 2017, kci quality engineering completed the additional analysis of the pcb therapy board, which confirmed the origin of the heat event was the u26 digital signal processor. The heat event occurred due to short circuiting of the processor pins. The melting of the wire bonds caused the boards to become electrically isolated, which stopped the heat event from progressing further. The cause of the high current condition through the pin was indeterminate.